Event description:
It was reported that customer experienced recurring alarm 01 while using pump with specified cartridge lot, and issue persisted even after customer attempted to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged return of original cartridge and problematic pump, provided instructions for placing pump into storage mode, returning pump within specified time frame, and setting up and connecting replacement pump, which was shipped under warranty.